Event description:
During repair on (B)(6) 2017, for another issue, the bench repair technician observed connector j11 on the therapy pca to be damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during lab tests. Connector j11 was found to be missing. The available information is consistent with a malfunction of the therapy pca. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.